Manufacturer narrative:
The customer performed hardware verification by performing a system check and precision run. All verification testing passed within published performance specifications. No hardware or system issues were identified as contributing to the reported event. The access accutni+3 reagent was not returned for evaluation. In conclusion, the cause of the elevated access accutni+3 result cannot be determined with the available information. (B)(6).

Event description:
The customer reported a non-reproducible, elevated troponin I (access accutni+3) result on their unicel dxi 600 access immunoassay system (serial number (B)(4) ) for one (1) patient. The customer repeated the sample twice on the same unicel dxi 600 access immunoassay system and obtained lower results, within the assay's normal reference range. The initial elevated access accutni+3 result was not reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. All system parameters (including quality control (qc), calibration, system check and precision run) were within assay/instrument specifications. The sample was collected in a rapid serum tubes. Samples processing information, such as centrifugation speed and time, were not provided. There was no issue with sample integrity reported by the customer.